Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the tip of the sheath had been rough. It was reported that during the operation, it was found that the tip of the sheath was impeded when it was inserted into femoral vein and it was observed that the tip of the sheath had been rough. The second sheath was used to complete the operation. There was no report on adverse event on patient. Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection of the returned device was performed following bwi procedures. Visual analysis revealed that the vizigo's shaft was observed damage. The tip was observed in detail and no damage or anomalies were observed; however, the braided shaft for stability and torque have a deep dent. A device history record was performed for the finished device batch number, and no internal actions were identified. The sheath shaft rough issue reported by the customer could be related to bent condition identified during the analysis; therefore, the complaint was confirmed. The damage observed could be related to the manipulation of the device before the procedure, however, this cannot be conclusively determined. The instructions for use contain (IFU) the following precaution: during insertion, use caution not to create excessive bends that may lead to crimps in this device. Do not attempt to insert a catheter having a distal tip or body size larger than 8.5f as indicated on that product label. Doing so may compromise the structural integrity of the sheath or the device being used, and/or lead to the failure of the sheath or device being used. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Correction: a correction to the 3500a initial MDR for the g1. Manufacturing site name is required. It was initially processed under biosense webster inc (irvine) and should have been processed as freudenberg medical llc. Corrected the following fields: g1. Manufacturing site name. G1. Manufacturer site addr. Street line 1 g1. Manufacturer site city, g1. Manufacturer site state code g1. Manufacturer site zip code g1. Manufacturer site country code if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 15-jul-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the tip of the sheath had been rough. It was reported that during the operation, it was found that the tip of the sheath was impeded when it was inserted into femoral vein and it was observed that the tip of the sheath had been rough. The second sheath was used to complete the operation. There was no report on adverse event on patient. Additional information was received indicating the tip was not damaged or broken. No internal sheath mechanisms were exposed and there were no damaged electrodes.